Event description:
It was reported that the patient felt no stimulation sensation. After the patient had an MRI on (B)(6) 2011, the implantable neurostimulator (ins) battery was dead and did not work after that. The patient reportedly felt 'heat' at the time of the MRI. The reporter stated that the patient was never told she could not have an MRI but some 'shielding' was reportedly done. It was indicated that the patient had been having a 'terrible time walking' for the past 6 months and her 'rsd' was getting unbearable. Over the two weeks prior to the report, the patient had a "severe flare" of 'rsd.' The reporter indicated that the pain was 'horrible' and the patient felt like 'she was on fire' and could barely move her foot. According to the reporter, the patient's knee was 'starting to go out' and nothing could touch the patient's legs because of the rsd. Four days later, it reported that the patient was scheduled for a replacement the following day.

Event description:
Additional information stated the patient's battery was replaced on (B)(6) 2013. It was further stated the patient was "doing well."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was sent to get an MRI, but was not allowed because of the implant. It was reported that the patient had and MRI performed at the same place where they had it on (B)(6) 2011 and the patients "battery died." It was reported that the patient had "two mris in the past while having the implant. It was reported that the patient believed that the battery was dead because it wouldn't charge. It was reported that a manufacture representative did try to "get some kind of conduction from it but could not." Patient was almost positive that this happened after the MRI. It was reported that the representative could not get the battery to charge. It was reported that the patient could not charge it. It was reported that the rsd had completely "blown way out, in so much pain." Additional information reported that patient had mentioned that the after the MRI on (B)(6) 2011 "that's around the time that it stopped working." It was reported that the patient was never told not have an MRI. It was reported that during that MRI patient felt "heat." It was reported that "they said it could be because of the tattoo" that the patient had felt heat. Patient had many mris with the tattoo prior to the implant and "never felt heat from it."